Manufacturer narrative:
Capsule contracture reported.

Event description:
Capsule contracture.

Event description:
Capsule contracture.

Manufacturer narrative:
Capsule contracture was reported as the reason for explantation.